Manufacturer narrative:
One device was received (B)(6) 2024 for evaluation connected with an unknown, winged catheter. As received some nacl + 18fdg injection and blood residuals was observed. No additional damage or anomalies were observed. The returned set was tested as per procedure and no leaks were observed after the test. Complaint of leak cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation- it has not been received.

Event description:
The event involved a ext set w/2 clave¿ clear where the customer reported that they¿ve had problems with the connectors, which tend to leak at the terminal valve during infusion. They had 3 leaks in a few weeks from various dates. They became aware of this incident, first and second time, when placing the infusion. The third time, when taking care of the patient for his passage under camera-blood leak. The events occurred: the first two incidents happened at the end of june, the third on july 11, 2024. For the three events, no clinical consequences were noted and there was no need for medical intervention. Unable to provide details for each patient. Drugs used: nacl infusion followed by 18fdg injection. For the first and second case, the tubing was replaced before injection of 18fdg; the third incident- the tubing was removed. No need to replace the drugs. For case 1 and case 2, the leak occurred 30 minutes after placing the line. For the 3rd case, the leak occurred 1h:30 min after placing the line. No physical defect noted before use. No holes, cuts, tears or other defects noted. There was patient involvement and unknown adverse event/human harm.